Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were sent a letter. The reason for call was to follow-up on an mpxr. The caller indicated that a colleague submitted an mpxr but the caller did not have the report number at the time of the call. Tss did not ask for any specific details since the event was reported. The caller indicated that on (B)(6) 2023 the patient claimed that during a walk they fell because of shocking sensation. The patient did not know if stim was on or off at the time. The caller was notified of the issue on (B)(6) 2023. The caller met with patient in hospital on (B)(6) 2023. The caller interrogated the ins, the diary showed that stim was used for half day on (B)(6) 2023. The impedance check was normal, connection check was normal. The patient was reprogrammed from ld to hd parameters. The patient was getting stim and coverage. The rep reports that they did not find any issues. Md managing, dr. Ryan was notified. T he md's follow-up will be to get psych consult. The patient will follow-up with (B)(6). Patient weight: 192lbs troubleshooting was not required. The issue was not resolved through troubleshooting. Tss collected details from the caller. See pe (B)(4) for long recharging time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient wanted to know who the last representative was that made changes to the settings. Patient said ever since the representative changed the settings, patient had a lot of difficulty and weakness in legs. Patient did not know what the representative did but it was not for the better. The issue started shortly after the appointment, like the next day. Pt noticed it on (B)(6). The patient was redirected to their healthcare provider to contact the rep additional information was received from the patient (pt). The pt called back and added that hey met with a rep on may 9th. Pt said that rep wiped out the only beneficial programming for their lower back when pt "only told them they were getting shocked." Pt had met with 2 other reps for the issue as well and said none were able to be of help. Pt was frustrated with the reps not being able to adjust settings to be more helpful for them and said they were told by reps/"people" that the battery was good for 9 years when their doctor had told them it was only good for 5. Agent reviewed warranty and battery longevity information. Pt said they may want to have ins explanted because they don't want to use opioids. Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain and increasing weakness in their legs. The rep saw this patient for the first time on (B)(6) 2023 for a reprogram. She was unhappy about how her system was programmed by the previous cs. Rep spent about an hour with her and gave her numerous programs to try. At the time of the reprogram, the rep had her take her controller out so they could walk her through the changes. The patient didn¿t seem to know how to use the controller and antenna. Later, the patient started texting the rep that¿s she¿s not happy and her settings are not effective. The patient noted they thought the integrity of the ins was compromised in november when the recharger equipment failed. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.